Event description:
It was reported that patient with this cardiac resynchronization therapy pacemaker (crt-p) is having problems with the device. Also, patient experienced pain around the device. Boston scientific technical services (ts) discussed can do nothing to assist on the phone and had little more to offer. Patient advocate made some comment about "if something happens to my mom and no one is responsible". Additional information indicated that the device was checked and shows stable function. There is no evidence of any device related issues. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that patient with this cardiac resynchronization therapy pacemaker (crt-p) is having problems with the device. Also, patient experienced pain around the device. Boston scientific technical services (ts) discussed can do nothing to assist on the phone and had little more to offer. Patient advocate made some comment about "if something happens to my mom and no one is responsible". This crt-p remains in service. No adverse patient effects were reported.